Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's wound was not healing. The patient was prescribed antibiotics to reduce the risk of infection. The patient was doing well and the wound was healing well.